Event description:
In 2008 at 1322 during an emergent pci the mouse and keyboard monitoring system froze, disabling the fluoro system. At 1325 a reboot was performed successfully and the case proceeded. At 1355 all innova screens went black, disabling fluoro and all table functions. A powered down reboot was performed. The system came back approximately 10 minutes later. There was no adverse outcome to the patient. The room was taken out of service and ge was notified.